Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was powering on and off by itself. The device was in clinical use when the issue occurred. The patient was moved to a different ventilator, and the suspected device was removed from service. There was no patient or user harm reported. The biomedical engineer (bme) stated that when the device was received, an attempt was made to power on the device with just the battery; however, the device would not power on. During troubleshooting, the alternating current (ac) power was connected, the device battery voltage was showing 12.3 volts. The rse reviewed the event log and found an "operating on battery power" alarm (diagnostic code 1212), and it operated steadily, until the device alarmed for "low internal battery" (diagnostic code 1204). The device also showed a "system shutdown" (diagnostic code 2002), and then a "power restored" (diagnostic code 1218). The rse advised the customer that all indications point to the device operating on battery for an extended period until the battery depleted. The rse noted that the device alarmed as expected while operating on battery and with low battery power. The rse advised the bme to allow the battery to fully charge then perform the battery test, power fail test, and an electrical safety test (verify the power cord is good). The bme also verified that the outlet in use has good ac power. The investigation is ongoing.

Manufacturer narrative:
H10: a follow up was performed with the customer, and it was reported that the device had been unplugged and ran for nearly eight hours on battery. The customer reported that the device was charged, and a battery test was performed, and passed. The customer reported that no parts were replaced, and the device was returned to service.